Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer¿s blood glucose was 140 mg/dl. The customer declined further troubleshooting with tandem technical support regarding this issue and reverted to manual injections for insulin therapy.